Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices. Programmers displayed various error messages indicating that the ipg was unable to successfully connect. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Clinician programmer (cp) logs showed that the ipg was in service app mode. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Per information received, the ipg would not communicate with the patient controller (pc). The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on (B)(6) 2024, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a cyclic redundancy check (crc) error, functional testing could not be performed, and a more thorough analysis could not be performed.